Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that flap thickness is inconsistent on three patients right eyes during a lasik procedure. The programmed thickness is 115um but the final thickness is measuring in excess of 140um over the course of the surgery day. Additional information requested. There are two related reports for this event. This report addresses three patient's right eyes, and another manufacturer report will be filed for one patient's left eye.

Manufacturer narrative:
During onsite visit the company representative adjusted the flap thickness to 125um and completed system verification to specifications. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).